Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04192. It was reported that the patient's leads migrated from the t7 vertebral level to the t9 vertebral level following a traumatic fall. Surgical intervention took place to reposition the patient's leads on (B)(6) 2019. Surgery addressed the issue.